Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The insulin pump was received with minor scratched lcd window, stained end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had lines in the screen. The customer's blood glucose was 200mg/dl.